Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, it was not possible to obtain a site with a good threshold. The leadless implantable pulse generator (ipg) procedure was abandoned. No patient complications have been reported as a result of this event.